Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain. Healthcare professional reported rupture, unacceptable cosmetic appearance, and snoopy deformity. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are:¿ rupture: observed broken device assessed as fold flaw opening.¿ pain: unable to observe as it is not related to the manufacturing process.¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process.as per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side pain. Healthcare professional reported rupture, unacceptable cosmetic appearance, and snoopy deformity. Device has been explanted.